Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the xenon lamp malfunction. Based on the result, we concluded that it was caused due to the excessive force applied he xenon lamp. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date

Event description:
When I press the lamp button, I have a symptom of entering the emergency light. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.